Manufacturer narrative:
The device was received and evaluated. Service and repair functions were performed. Nothing was noted in service history review that could have contributed to the complaint. A software upgrade was not required. As per the customer's complaint the devices pressure reading was out of tolerance. To correct this the pcba was replaced. No other problems were found with the device. Following repair, the unit passed all functional and diagnostic testing and is fully operational. The device is approximately four years old. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the mitek complaints system revealed two unrelated complaints for this serial number with the product code. Since the device has been fully repaired and is functional, at this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Rep calling in a complaint on fms pump...customer overfilled chamber and unit has fluid ingression ...and now unit not reading pressure properly ...need replacement unit. Happened in surgery knee scope, patient impact severe tissue extravasation, surgery delay yes 30 minutes, had to abort the case.